Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device would not lock the burr during a knee surgery. No injury occurred. It is unknown if surgical delay or medical intervention occurred. There is no additional information provided.